Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation. It was mentioned that event after several attempts were made for transseptal with faradrive sheath, it did not cross. Thus, rf catheter was used and the procedure was completed successfully. No patient complication were reported. The device is not expected to be return for analysis.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation. It was mentioned that event after several attempts were made for transseptal with faradrive sheath, it did not cross. Thus, rf catheter was used and the procedure was completed successfully. No patient complication were reported. The device is not expected to be return for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. Correction to initial reporter in block h6 device codes.